Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the 'system error 105' caused by a failed motor (seized). The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming 'system error 105' in the emergency dept. It was also reported that there was no pt injury.